Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that "all of a sudden" the device stopped working. The patient confirmed that by "stopped working" the patient meant the device stopped helping their symptoms and they were having retention. The patient said the device stopped helping their symptoms at the end of oct or early nov. The patient fell and landed on their back, but the device still helped with the patient's symptoms for 6-7 days after the fall. The patient had increased stim. They used the micro my therapy app and was able to see their settings and battery level. The patient was redirected to their healthcare provider to further address the issue.